Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device had chips missing from the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device had chips missing from the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.